Event description:
The customer reported that the device will not turn on with either ac and/or battery. No pt harm occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.